Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the reciprocating saw device was broken in the attachment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as nov 23, 2015 on the initial report. It has been updated as jan 28, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the drum was broken. This is indicative of running the device at a higher rpm than what is specified per manufacturer's specifications. The assignable root cause was due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.